Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the malfunction, allowing the customer to continue using the pump. Caller was instructed to call back if the issue recurred and understood the guidance provided.